Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a 49-year-old male patient brought into the emergency department presenting with chest pain. The following data was provided: sid (B)(6). First result = 227.1 ng/l. Based on this elevated result, the patient underwent a coronary angiogram. Six hours later, a repeat test was performed, and the sample generated a result of 1.1 ng/l. The first result was questioned due to the significant difference. A third sample was tested for troponin-I and generated a result of 2.1 ng/l. The original sample was retested and generated a result of 0.2 ng/l. There was no further impact to patient management reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.